Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid (hydromorphone) baclofen via implantable pump. The indication use was for non-malignant pain and degenerative disc disease. The patient reported that the pump has been sticking out for a few months because they have lost a lot of weight and the pump was more sensitive. However, the healthcare provider (hcp) wanted to wait until the patient has bariatric surgery to remove the loose skin and then they will clean up the pump and redo the pump because they are aware of it. The patient was redirected to their healthcare provider to further address the issue. Additional information was provided by the healthcare provider (hcp) indicated that the pumps were in loose tissue and they can flip. She was not able to go with the surgery due to her health issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer, and it was reported that the patient had two pumps implanted, one for her cervical and one for her lumbar. The pumps were implanted in the patient¿s thighs. It was noted the patient¿s pain had gone up. It was further reported the patient had lost over 110 pounds since she had the pump implanted and she has had issues with the pump moving in the pockets due to weight loss. The pumps were right at the surface of the skin, and she could see the whole pump. {refer to manufacturing report # 3004209178-2023-23818 regarding the patient's other implanted pump and pump movement}